Manufacturer narrative:
Evaluation summary: a bend in the catheter¿s strain relief was noted. The bend in the strain relief may have happen post procedural given how the device was packaged for return. The catheter was received with the cutter head advanced into the distal assembly of the catheter. The cutter was able to be advanced proximally and up onto the cutter ramp. A 0.014¿ guidewire was able to be loaded with ease through the guidewire lumen of the distal assembly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat lesions in the left mid superficial femoral artery and the mid popliteal artery. The device had been used to make multiple passes and was removed for cleaning. Treatment of the mid sfa was successful. Under fluoroscopy, a small perforation could be seen in the mid popliteal. The small perforation in the mid popliteal was treated with a balloon and then a stent was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.